Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the customer was unconscious due to low blood glucose. The customer blood glucose level was 50 mg/dl. Customer also stated insulin pump had pump error alarm. The insulin pump will not returned for analysis.